Event description:
It was reported that: after manta deployment, the vessel bled. A second attempt to deploy pressure with advancement tube was made. Physician decided to do "cut down procedure". No issues or concerns post cut down procedure. Good post pulses were measured. Additional information: during an evar procedure, micro puncture and ultrasound were utilized to gain a higher positioned access in the common femoral artery. Vessel size was 7.5-8mm with calcification noted in the cfa and iliac and moderate tortuosity. Measured depth for the manta was 5+1cm. There were some issues advancing the procedural sheath and it was advanced slowly into position. Blood pressure was 130/82mmhg prior to closure and heparin was administered during the procedure. During cutdown the manta was found in the tissue tract. The patient was reported as fine post cutdown with no harm caused.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, higher-positioned access was gained utilizing ultrasound guidance and micro puncture. Arteriotomy was 7.5-8mm, moderate-concentric calcification in the iliac and common femoral, posterior, and anterior wall calcification, circumferential wall calcification, and moderate tortuosity, with a measured depth of 5cm + 1cm. Moderate issues were encountered while advancing and withdrawing the procedural sheath. The procedural sheath was advanced slowly into position. Post evar procedure, an 18f manta was deployed to the measured depth for closure. Following the deployment, the site was actively bleeding, and the physician attempted to perform a second advancement of the blue lock advancement tube, although the bleeding continued. Balloon inflation was applied to tamponade, and the physicians made the decision to a cut down. During the surgical intervention, the manta was seen positioned within the tissue tract. Manta remained in the tissue tract, the artery was repaired, and good post-pulses were measured. There are multiple factors that are potential causes contributing to the tract deployment; including poor patient selection, moderate calcification, and tortuosity; issues encountered during procedural sheath placement, and attempting a second advancement. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; tract deployment is a known risk. The manta instructions for use posts a warning not to use manta in patients having marked tortuosity of the femoral or iliac artery. A higher positioned access can also cause the manta not to catch and seat properly on the vessel also causing an ineffective seal. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions in the event that bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician's assessment of the amount of bleeding, use of manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. In step 5: deploy device and seal puncture: if pulsatile arterial bleeding (greater than subcutaneous oozing) persists, advance the blue lock advancement tube a second time after achieving green/yellow tension on the manta handle. If bleeding is non-pulsatile, do not perform a second lock advancement. Apply manual pressure to facilitate hemostasis.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: after manta deployment, the vessel bled. A second attempt to deploy pressure with advancement tube was made. Physician decided to do "cut down procedure". No issues or concerns post cut down procedure. Good post pulses were measured. Additional information: during an evar procedure, micro puncture and ultrasound were utilized to gain a higher positioned access in the common femoral artery. Vessel size was 7.5-8mm with calcification noted in the cfa and iliac and moderate tortuosity. Measured depth for the manta was 5+1cm. There were some issues advancing the procedural sheath and it was advanced slowly into position. Blood pressure was 130/82mmhg prior to closure and heparin was administered during the procedure. During cutdown the manta was found in the tissue tract. The patient was reported as fine post cutdown with no harm caused.